Manufacturer narrative:
Investigation summary: no samples or photos were returned for analysis. No DHR review can be carried out as lot number is unknown. Based on no sample or photo, the root cause is undetermined.

Event description:
It was reported that during use of the bd micro-fine¿ insulin pen needle the needles are bent or break off during injection. The following information was provided by the initial reporter, translated from german to english: needles bend or break off during injection.

Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation and/or device history review, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that during use of the bd micro-fine¿ insulin pen needle the needles are bent or break off during injection. The following information was provided by the initial reporter, translated from (B)(6) to english: needles bend or break off during injection.